Manufacturer narrative:
A ge service rep performed an onsite investigation. The radiator and the x-ray tube were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would fail. No pt injury was reported.